Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may-2024, it was reported that patient faced four infusion set cannula kinked events within the past few weeks. Insertion site was at upper buttocks and abdomen. The sets were in use for 2 to 4 hours. Blood glucose levels were between 250-300 mg/dl during the event. Patient replaced infusion set and resumed insulin successfully. No further information available.